Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The skin irritation was described as an irritation that looks like a burn. The patient's doctor prescribed a cream for the skin irritation. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.